Event description:
It was reported that before a procedure, the pt was trying to get onto the table during which the omega IV table suddenly moved laterally causing the pt to lose his balance and become frightened. The radiation tech indicated the pt was in a wheelchair, but able to get onto the table himself. The hcp lowered the table to a suitable height. The top moved to the left side of the table. The pt then proceeded to try and get onto the table by leaning against the table with his backend in order to mount the table in a sitting position. While leaning against the table, the top moved away in the lateral direction. The pt lost his balance and hospital staff prevented him from falling. The radiation tech indicated that all locks were engaged on the tssc and smart handle. The staff then proceeded to help the pt onto the table. The table was checked by pushing on the table top in the lateral direction; it did not move easily. Pt did not fall and no injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.